Manufacturer narrative:
The insulin pump communicated properly with the blood glucose meter. The blood glucose value on the meter was displayed on the pump screen. No blood glucose meter anomaly was noted during testing. The pump was programmed with multiple boluses and monitored. All boluses were delivered and were properly recorded in the bolus history screen. No bolus history anomaly was noted. The pump was monitored with multiple basal profiles. All basal profiles were delivered. No basal anomaly was noted. The pump was unable to prime during prime test due to faulty force sensor system. The pump had a scratched display window, cracked battery tube threads, broken reservoir tube lip and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a history anomaly from the insulin pump. The customer's blood glucose was 400 mg/dl. The customer treated with the pump and injections. The customer had symptoms such as thirstiness. The customer stated that he went through 11 infusion sets, 50 test strips and 2 reservoirs of insulin last night. The customer stated that when he removed the sites, he was bleeding. The customer stated that 1 cannula was bent. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer stated that there are no bubbles in the reservoir tubing. The customer will be sent a replacement pump.